Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 16-aug-2021, it was reported that the last three infusion sets have been leaking and the cords came apart without the patient even pulling them. No further information available.